Event description:
It was reported that the patient had "sharp pains" going through the back. The patient stated "all night last night and all day they had been using the stimulator and it did not seem to work." It was noted that adjustments had been made to the implantable neurostimulator by another party, but the patient "did not know what." The patient had not personally made any adjustments. It was further stated the patient was in the hospital due to stomach pain the night prior to the date of this report. It was noted that the "pain was too much." It was noted there were x-rays, heart rate monitor and "everything you do when you got in." The symptoms began the night prior to report. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information was received which reported that the patient did not have concerns with the device or therapy. The patient received assistance from their healthcare provider or manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).